Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. It was also noted that emi was present, and it occurred while the patient was in the shower. No intervention was performed. There were no patient consequences.